Event description:
As reported, the optifix device deployed bent (broken) fasteners. There was no patient injury.

Manufacturer narrative:
As reported, the optifix device deployed broken fasteners. The subject device is said to be available however, at this time it has not been received. Based on the information provided and without having the sample to evaluate, no conclusions can be made. Review of manufacturing records shows product was made to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units. Addendum: this supplemental MDR is submitted to document the sample evaluation results. Evaluation of the sample finds for damage backup tabs and bent guide wire. The reported broken fasteners deployed are known result of damaged backup tabs and bent guide wire. The components are found to be bent from applied forces while in use. No manufacturing anomies were found. The precautions section states, "care should be taken not to use excessive counterpressure as this may damage the distal tip of the device as well as the mesh and/or tissue." Note: section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As reported, the optifix device deployed broken fasteners. The subject device is said to be available however, at this time it has not been received. Based on the information provided and without having the sample to evaluate, no conclusions can be made. Review of manufacturing records shows product was made to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, the optifix device deployed bent (broken) fasteners. There was no patient injury.